Event description:
The customer reported via phone call that there was a serious injury/hospitalization for their blood glucose. Customer's blood glucose was 114 mg/dl at the time of the call. The customer also reported receiving a sensor end alarm. The customer was also educated on wearing the sensor in a magnetic resonance imaging machine. The sensor will not be returned for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.